Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Three (3) used samples were received for the investigation. Upon visual examination, the reported issue was observed in the sample as the catheter was found already detached from the connector. The manufacturing process was reviewed by the multifunctional team. This was found running according to product specifications and meeting quality acceptance criteria; as well, ¿caf¿ machines maintenance (for catheter-adapter assembly) were verified and found with up-to-date corrective and preventive maintenance, as scheduled. Per available information, no abnormal process conditions in the manufacturing process that could have caused this issue. The potential root cause could be related to variations in the catheter, which could affect the assembly to the adapter. The reported issue reported by the customer was evaluated against the acceptable quality limit (aql), no action plan is deemed required since the complaint reported represents an aql rate of (B)(4), it is below the approved aql of 1.5%. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the catheter tubes disconnected from the closed system. There was no patient injury. No further information is available.